Manufacturer narrative:
The device remains in service. Additional information was received by the sr stating the refractory period was shortened to get a better idea of the patient's true rhythm, which has still been undetermined. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, implanted with this pacemaker experienced a syncopal episode that corresponded with the time of a stored ventricular tachycardia (vt) episode. The device had been programmed to vvi 40 and the local area sales representative (sr) contacted technical services (ts) to review strips to determined if the patient had atrial fibrillation with rapid ventricular response (rvr) or if this was a true vt episode. Ts discussed how the issue could be atrial fibrillation with rvr as the device is ventricular rate regulation (vrr) pacing and this feature can be evoked if there are irregular v-v intervals. The sr was concerned with a ventricular sense in refractory marker and ts discussed how this could still cause a fast rhythm. Ts discussed programming options to promote more ventricular sensed events to be out of refractory, however noted this may not eliminate the reported problem.